Event description:
A report was received that the pt had a suspected infection at the ipg and lead sites. The pt's symptom included swelling. The physician prescribed antibiotics as a precaution, however, no culture was taken. The pt is currently off the antibiotics and is doing well.